Manufacturer narrative:
No button error alarm was noted. The esc button did not respond due to corroded keypad traces. No moisture damage on the electronics was noted. The pump was received with a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also mentioned that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 105mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.